Manufacturer narrative:
The manufacturer's investigation conclusion was updated to include the following information: heartmate ii lvas instructions for use (IFU) section 5, ¿surgical procedures¿ states that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed driveline fault alarms; however, a specific cause for the alarm cannot be determined through this investigation. The first submitted log file contained data spanning from 11oct2020 09:25:17 through 13oct2020 09:56:47. The file captured the pump operating at a fixed speed of 9600 rpm with a low speed limit of 8800 rpm. The log file captured numerous driveline faults throughout the event history. The alarm did not affect the controller¿s ability to operate the pump at the set speed. Two power elevations were also captured on 11oct2020 and 12oct2020. A specific cause for the driveline fault alarm could not be conclusively determined through this evaluation. The two subsequent log files contained overlapping data spanning from 13oct2020 12:1011 through 15oct2020 12:28:21. The file captured the pump operating at a fixed speed of 9600 rpm with a low speed limit of 8800 rpm. No atypical events were captured. The log file captured the pump operating above the fixed speed for the duration of the file. The pump operated as intended. The account reported driveline fault alarms, and the patient underwent a controller exchange to pcx-17359. An x-ray of the patient¿s driveline was submitted, which was unremarkable. The patient¿s labs and ldh were normal, and the driveline fault alarms did not occur again after the controller exchange. The patient was readmitted on (B)(6) 2020 due to lower flows than baseline and reported fatigue. A computed tomography angiography (cta) was performed, which showed no obstruction or thrombus. A right heart catheterization (rhc) was also done which revealed elevated numbers and an echocardiogram showed moderate aortic insufficiency. The patient¿s status was elevated on the united network for organ sharing (unos) waitlist. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. Heartmate ii lvas patient handbook section 5 "alarms and troubleshooting" outlines all system alarms as well as how to respond to each alarm condition. Pump parameters, including speed, power, and flow, are detailed in the introduction section of the hmii IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. The alarms and troubleshooting section of the hmii IFU gives an in-depth overview of all alarms, how they are triggered, and how to respond to an alarm(s). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 18jul2013 under order (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in the office for a routine visit. The patient had multiple driveline fault alarms. The patient reported that they heard intermittent beeps from his controller but nothing sustained. The patient was sent for an x-ray internal and of the driveline. The log files were reviewed by technical services. They noted multiple driveline faults throughout the event history. Technical services recommended that the patient's controller be exchanged. The log file also noted two unsustained power and flow elevations on (B)(6) 2020. There were no other unusual events recorded in the log file event history. The log file did not capture any unusual results after the controller exchange on (B)(6) 2020. On (B)(6) 2020 the patient was seen for low flows and feeling fatigue. The patient had a computed tomography angiography (cta) that showed no obstructions or thrombus. The patient had a right heart catheterization which revealed elevated numbers and the echo showed moderate aortic insufficiency. The patient was elevated on unos wait list as a status 3e. Upon review of the log files, there were no unusual events after (B)(6) 2020. The pump powers were stable and the powers were at the appropriate fixed speed. Technical services does not believe that the driveline faults will return. The controller is reported under MFR 2916596-2020-05150.